Manufacturer narrative:
Corrected data: b5 - corrected to include valve impingement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve impingement causing severe insufficiency and hemodynamic instability were observed. Catheterization was performed and valve function was returned.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve impingement causing severe insufficiency and hemodynamic instability were observed. Catheterization was performed and valve function was returned. Additional information was received that at 80% deployment, injection tests were performed and the valve was fully functional. Immediately following valve release, a phenomenon of leaflet pinching or folding against the valve stent occurred, causing severe central insufficiency and rendering the valve inoperable. Hemodynamic shock related to the insufficiency occurred compromising the patient's life. For this reason, on medical advice, a second valve was opened and loaded for implantation but was not required because a pigtail maneuver immediately restored valve function, stabilized hemodynamics, and restored the patient's condition.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; (lot: 0012606116); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, severe insufficiency was observed causing hemodynamic instability. Catheterization was performed and valve function was returned.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) images were provide for review. The aortic valve was tri-leaflet. The aortic valve leaflets appeared mildly calcified. The annulus perimeter was 65.3 millimeter (mm) and perimeter derived was 20.8mm, suggesting a 26mm evolut. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter was 63.2 mm / 20.1 mm. Sinus of valsalva (sov) mean diameter was 27.4 mm with non-coronary cusp (ncc) to commissure measuring <(><<)> 27 mm. All sinus heights were within recommended ranges. The right coronary was over the suggested height of 10 mm; however, the left coronary artery measured 8.1 mm. Annular angulation was 50°. Bovine arch anatomy was noted. Four separate echo video clips were provided for review. Aortic regurgitation was seen in one view and appeared to be resolved in a separate view with a later timestamp. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was not performed thus it is not po ssible to validate a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 3mm on the ncc in the cusp overlap view and 3mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view. Post-implant angiogram revealed significant aortic regurgitation/paravalvular leak. There is evidence of catheter manipulation, followed by pigtail catheter reinsertion. Final angiogram showed no evidence of aortic regurgitation/paravalvular leak. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.